Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak during pd treatment. During drain 2 of 5 the patient got an air detected in cassette warning. Treatment was stopped and fluid was seen in an unknown area of cassette inside of the cassette door. The patient was advised to inform the pd nurse and to let cycler dry out overnight and try again the next day for treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient continued to use the same cycler with new cycler sets. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak during pd treatment. During drain 2 of 5 the patient got an air detected in cassette warning. Treatment was stopped and fluid was seen in an unknown area of cassette inside of the cassette door. The patient was advised to inform the pd nurse and to let cycler dry out overnight and try again the next day for treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient continued to use the same cycler with new cycler sets. The cycler set is not available to return for investigation.